Event description:
Medical records were received indicating that on (B)(6) 2010, the patient had a right total hip arthroplasty to address right hip arthritis. Depuy components were used during this procedure, including a ceramic head. Post-surgery, anemia secondary to blood loss was noted. The patient was transfused with 250 cc of cell saver blood intraoperatively and on postoperative day #2, due to low hematocrit and hemoglobin the patient was transfused with 1 unit of autologous blood. On (B)(6) 2011, the patient had a left total hip arthroplasty to address left hip arthroplasty to address left hip arthritis. Depuy components were used during this procedure. No complications were noted during the procedure. On (B)(6) 2018, the patient had a revision left total hip arthroplasty, to address failed left total hip arthroplasty, wear of articular bearing surface, and elevated of serum cobalt and chromium. The ceramic femoral head and metal liner were revised. Depuy components were implanted during this procedure along with competitor cement. The surgeon reports that due to excessive acetabular anteversion, the patient has developed elevations of cobalt and chromium. The patient reported experiencing subluxation. Prior to surgery the patient had an aspiration, which was noted to suggest infection, yet a repeat aspiration negated that diagnosis. During the surgery, the surgeon observed black synovial fluid (which was later diagnosed as metallosis). A single screw was left in place as the head had stripped, the remaining screws were removed. The cup was left insitu as the surgeon felt they could correct the misposition with a liner. The surgeon then roughed up the acetabular cup with a saw blade and created several notches in the posterior surface of the new poly liner for competitor cement placement. On (B)(6) 2019, the patient had a right revision (head/liner) to address failed right total hip arthroplasty secondary to metallosis, wear of articular bearing surface of internal prosthetics, and toxic chromium and cobalt. Depuy components were used during this procedure. During the procedure the surgeon placed a poly liner into position and decided to change the seating of the liner. Upon removing of the just placed liner, the liner was damaged and another liner was then opened and placed into the patient without difficulty.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. E3 initial reporter occupation: lawyer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint(B)(4). Investigation summary: no device associated with this report was received for examination. ¿ an evaluation of the manufacturing record could not be performed as the required lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. ¿ additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had pinnacle metal on metal liner and head removed and replaced with ceramic on poly. Doi: unknown, dor: (B)(6) 2019, right hip.